Manufacturer narrative:
The report that during tunneling of the driveline, the leaflets of the tunneling adapter broke off can be confirmed. Examination of the returned adapter confirmed that all of the leaflets had broken off. Analysis of the fracture faces under a microscope revealed striations indicative of the leaflets being bent away from the central axis, ultimately leading to failure. The patient remains ongoing on the left ventricular assist system (lvas) support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient¿s weight was not provided. Approximate age of device ¿ 1 day. The device was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during implant the tunneling adapter leaflets fell apart during the driveline tunneling procedure. The surgeon reported that prior inserting the lance into the patient's abdomen and pulling the driveline through, the tunneling adapter was fully secured to the pump and 16 inch tunneling lance, with no yellow lines visible. All pieces of the tunneling adapter were retrieved. The tunneling adapter was replaced with a new standalone adapter. The damaged adapter was returned to the manufacturer for analysis.